Event description:
It was reported that the right ventricular (rv) lead experienced "small r-waves and t-wave oversensing." Also reported was a history of short interval counts. Per medical judgment the rv lead was explanted and during the laser lead extraction, the inferior vena cava (ivc) was torn. The patient required an "urgent" medial sternotomy and subsequent repair of the ivc. The device system was replaced at a later date. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the proximal segment of the lead was returned to the manufacturer and analyzed. No anomalies were found. The outer tubing overlay had cosmetic environmental stress cracking and cosmetic depression.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The proximal portion of the lead was returned, analyzed, and there was an issue with the lead conductor. The analyst noted a discoloration (green substance) of the proximal conductor ring and proximal cable in the trifurcation were observed. If information is provided in the future, a supplemental report will be issued.